Event description:
It was reported that the patient experienced a lack of therapeutic effect since implant with symptoms including "undertreatment of pain". The empty reservoir volume alarm was noted due to a missed refill. No change in the symptoms was noted with the missed refill. The volume in pump was below recommended volume to maintain adequate infusion. The hcp "pulled the catheter inferiorly" and performed a catheter dye study. The catheter was noted to be in subdural space and was kinking. The catheter was replaced. The pump was filled with saline during the surgery; refill was planned for the near future.

Manufacturer narrative:
Results: used for the catheter.